Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the staples were unformed. Additional suture was performed. There was no adverse consequence to the patient.